Manufacturer narrative:
Product complaint (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5: updated event description. D10: updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated the event description: concomitant devices reported: unknown helical blade (part # unknown, lot # unknown, quantity # 1), unknown nail (part # unknown, lot # unknown, quantity # 1). This complaint involves four (4) devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: part 03.037.022, lot f-30907: manufacturing site: selzach. Supplier: (B)(4). Release to warehouse date: october 07, 2020. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported on that (B)(6) 2021, the patient underwent for a surgery. During the surgery, the stepped drill for opening the helical blade generates resistance and burns the bone and blade do not block the nail. It was unknown if the surgery completed successfully. The patient outcome was unknown. This complaint involves five (5) devices. This report is for (1) buttress/compression nut. This report is 5 of 7 for (B)(4). Related product complaint: (B)(4).